Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection noted; the balloon had a hole. The insufflation bulb was received. The obturator was not received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the hole in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, on the right sided inguinal hernia repair (tep), the dissection balloon burst when the surgeon applied counter pressure. When this was removed the structural balloon was inserted and inflated and as the foam collar was being locked into place the dissection balloon disengaged from the shaft and remained inside the patient and the surgeon then had to use forceps to remove it. Also, while the mesh was being inserted down the trocar the grey seal came off and had to be fixed by the surgeon to keep a seal in tact for the gas. As stated, the surgeon had to manually dissect the space to complete the case.